Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. Device uploaded properly using carelink. Device had scratched case, faded serial number label, stained keypad overlay and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was in emergency room and then hospitalized due to low blood glucose on (B)(6) 2020 with unknown blood glucose level. Customer blood glucose dropped from 12 mmol/l to 2 mmol/l within 2 hours. The customer was treated with food and glucose tablets. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. Customer reported that they did not allege insulin pump was over delivering. The insulin pump will be returned for analysis.